Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: ID#8253200, nim response 3.0, sn# (B)(4), lot#208261277, MFR date: 04/2014. (B)(4).

Manufacturer narrative:
The mainframe and patient interface were returned for evaluation by the quality engineering team. As received condition: the condition of the device showed no significant physical damages. Analysis results: [equipment used: test patient simulator and probe (provided by s <(>&<)>r)]. The mechanical and electrical testing of the devices did not identify any issues with the devices. The devices were tested according to product specifications and both devices met all product specifications. The devices were returned to the customer. (B)(4).

Event description:
It was reported that during a thyroidectomy case equipment set-up was normal; baseline was present, trivantage tube was placed using a glide scope, and there were no issues. The surgeon identified the nerve and stimulated with the probe, but the further he dissected the signal got lost. They finished that side carefully. The same issue happened with the other side; the surgeon received a positive nerve response and then after about 30 minutes of dissecting the signal was lost. Reportedly, the case was completed without any known impact; however, the patient woke up with a weak voice and was thought to have bilateral vocal cord paralysis. No additional procedures were performed. The surgeon believes the nerve was stretched/damaged during procedure, but is expected to heal. Further follow up found the patient is doing fine and doctor feels the patient will recover full voice. It was noted that this was the first case with this newly purchased nim equipment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.